Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (cracked connector) has been confirmed. Upon evaluation the trunk cable connector was cracked. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force from the patient's fall. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.

Event description:
During servicing of electrode belt (B)(4) for an unrelated complaint, a reportable problem was discovered. The belt had a cracked trunk connector. The patient was issued a replacement electrode belt.